Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms. This rise to out-of-range values was observed to have been gradual overtime. The patient was brought back in for system testing, where a low energy synchronous shock (1.1 joules) showed an impedance of 117 ohms; then a high energy synchronous shock (41 joules) showed an impedance of 125 ohms. The rv lead was left implanted and no additional adverse patient effects were reported.